Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22119145. Medical device expiration date: 10nov2025. Device manufacture date: 07nov2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector(s) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the db maxzero (mz9270) microbore tri-fuse extension set 3 IV, filter set. Approx 10 sets so far have been found leaking. These sets are leaking at the filter, it appears to be a slow oozing leak. Not the hubs but at the filter. The lot numbers I have available that were leaking are: I. 22119145; ii. 23029243 the question I had was about the smartsite extension set (20029e). Can red blood cell (prbc) infusions be administered through this set without lysing the cells? I believe we discussed this when you were in house discussing tubing changes, but I am not certain. We just had another triple connector start leaking on a micro preemie (1200 grams). This is a huge issue as our babies are not only missing out on nutrition, this greatly increases the risk for infection in these immune compromised infants. It is not clogging; the area is leaking at the edge of the filter. The tri connectors are changed daily. Seems to be happening soon after the tpn change.

Manufacturer narrative:
Investigation summary: two pictures as well as a video were received with the customer's complaint of leakage. The video clearly shows the leak where filter and tubing connect on the side closer to the male luer where microbore trifuse meet. This information is enough to verify the leaks but without physical samples for this case, the root cause of failure cannot be determined. A device history record review was performed and there were no relevant production issues or quality notifications with the mat # mz9270 sets of the following lots: 22119145, 23029243.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector(s) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: 1. The db maxzero (mz9270) microbore tri-fuse extension set 3 IV, filter set. A. Approx 10 sets so far have been found leaking. These sets are leaking at the filter, it appears to be a slow oozing leak. B. Not the hubs but at the filter c. The lot numbers I have available that were leaking are: I. 22119145. Ii. 23029243. 2. The question I had was about the smartsite extension set (20029e). A. Can red blood cell (prbc) infusions be administered through this set without lysing the cells? B. I believe we discussed this when you were in house discussing tubing changes, but I am not certain. We just had another triple connector start leaking on a micro preemie (1200 grams). This is a huge issue as our babies are not only missing out on nutrition, this greatly increases the risk for infection in these immune compromised infants. It is not clogging; the area is leaking at the edge of the filter. The tri connectors are changed daily. Seems to be happening soon after the tpn change.